Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery and during troubleshooting they stated a high blood glucose level of 500mg/dl. Customer was at work and could not troubleshoot for high blood glucose. Customer stated that they had a reservoir that would not click in and receive no delivery. The customer stated that they changed the reservoir and the issue was resolved with the new reservoir. The customer declined to troubleshoot for the reservoir blockage. The customer called back and reported receiving no delivery alarm again. No delivery alarm troubleshooting was performed. The customer stated that the insulin pump alarm no delivery during manual prime. The insulin continued to alarm no delivery even with a set change and another manual prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit motor function properly and no anomaly noted. No unexpected no delivery or no reservoir alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.